Event description:
It was reported that during pre-dilatation in the first obtuse marginal (om) coronary artery with a 2.5x15mm trek, a dissection occurred. The planned 2.5x28mm xience stent was implanted and the dissection resolved without sequela that same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6). The reported patient effect of intimal dissection, as listed in trek rx, instructions for use (IFU) is a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.